Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: hernia. According to the reporter: nurse stated the device just locked in place and would not fire, tried 3 devices before one worked, all devices malfunctioned the same. New lot number and device worked fine. No adverse incident reported.